Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via telephone call that the insulin pump display was blank and that the battery cap was stripped. The insulin pump had also alarmed for weak battery. The blood glucose reading was 390 mg/dl. The customer was treated with manual injection. The caller was sent a new battery cap and was unable to complete high blood glucose troubleshooting. The insulin pump was not replaced or returned for analysis.